Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered the sample probe 3 (s3) mixer needed replacement. After replacing the s3 mixer the bottom of cuvette alignment (bocc) for s3 was corrected. Calibration and quality controls were then run by the customer and were in range. The cause of the discordant, low calcium result was a malfunction of the s3 mixer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, low calcium result was obtained for one patient sample on a dimension vista 1500 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was then rerun multiple times on another analyzer and all resulted higher than the initial results. There are no known reports of patient intervention or adverse health consequences due to the discordant, low calcium result .